Event description:
It was reported that the device was used during a laparoscopic hemicolectomy. The device fired malformed staples and did not cut the tissue. After firing the device it would not release from the tissue. The procedure was converted to an open procedure and an ileostomy was placed.